Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels of 15mg/dl. Prior to the hospitalization, it was stated that the insulin pump gave two alarms. The customer cleared the alarms and then primed the insulin pump, but he never disconnected from the insulin pump, therefore receiving a large amount of insulin. Nothing further was reported.